Event description:
This nurse was treating a dialysis pt with kidney disease and hepatitis b. When the nurse removed the glove (vinyl glove in small size-lot #14589); nurse discovered that blood had passed through to their hand. Their hands were dry and the skin was cracked (open cuts). The blood was hepatitis positive (b).